Event description:
Related manufacturer report number: 2017865-2023-49880. It was reported that the patient presented for routine in-clinic follow-up with high capture threshold exhibited by the right ventricular (rv) lead. Lead dislodgement was confirmed via chest x-ray. The implantable cardioverter defibrillator was subsequently programmed to left ventricular pacing only, until rv lead revision was performed. However, due to the programming intervention the device began to exhibit far r wave over-sensing. The rv lead was explanted and replaced. The patient was stable.